Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room of the hospital following inappropriate shocks received on (B)(6) 2021. Chest x-ray was performed and showed that the right ventricular (rv) lead was dislodged. The physician suspected that the dislodgement of rv lead was due to twiddler's syndrome. The device was programmed to backup mode and the therapy was disabled. The physician elected to monitor the lead. The patient was in stable condition.